Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited high out of range pacing impedance. The lv lead vector was reprogrammed and the pacing impedance had since remained stable and within range. There were no patient consequences.